Manufacturer narrative:
(B)(4). Batch # m90n61. Additional information was requested and the following was obtained: sales rep indicated the actual issue was not that device would not disengage from tissue. He said the device was fired and did disengage, however jaws of device would not collapse down (close) so that device could be removed from trocar. The device and trocar had to both be removed from patient and new device and trocar of same code were used to complete the case. There was no issue with trocar. The analysis results found that the el5ml device was received inserted into a b5lt trocar and with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to pull out the el5ml device from the trocar. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one clip was ejected due to the jaw condition. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, six conforming clips were fed and formed; however, the tip of the advancer was noted to be bent. Finally, the instrument locked out as intended. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Possible causes for the condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier did not disengage from the tissue. Case completed with another like device. There were no patient consequences reported.